Event description:
It was reported to philips that the system displayed a collimator error, which could impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned treatment. The procedure was completed after restarting the system, with a delay of less than 20 minutes. The philips field service engineer (fse) inspected the system onsite and confirmed that there was an intermittent blockage of the collimator due to the filter being in the beam. Upon troubleshooting actions, the fse identified that a collimator driver detector related to the shutters and the collimator driver aep were unavailable. The defective collimator was returned for analysis, which concluded that the wedge, shutter x encoder count was faulty. To resolve the issue, the fse replaced the collimator. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system by restarting with minimal delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.